Manufacturer narrative:
.

Manufacturer narrative:
Follow-up #2: date of submission: 08/01/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 07/08/2016 with the following findings: investigation confirmed that the returned sensor had a missing sensor wire.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the sensor wire was broken off and missing from the pod. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may require medical intervention from a health care provider to remove the broken sensor wire from the insertion site.